Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a rectal tube. The customer reports that the device did not come with instructions advising the nurse to remove the cap, the nurse inserted the device with the cap on and the cap allegedly stayed inside the rectum. The patient went to the hospital to have the cap removed.